Manufacturer narrative:
The reported field event of power anomaly was not confirmed in the laboratory. The unit powered on and booted up to sleep mode, but unable to perform the delete/downgrade process due to excessive bugs contamination. The visual inspection revealed no physical damage to the unit and no anomalies were found.

Event description:
It was reported that the merlin@home transmitter failed to power on. A charring mark was noted on the device. There were no adverse consequences to the patient.